Manufacturer narrative:
The customer received and replaced the flow sensor assembly, but the unit has not been returned back to service due to another issue occurring. Device evaluation and repair are pending.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not go into standby mode. It was reported there was no patient involvement at the time the issue was discovered. The customer attempted to put the unit into standby mode, but the unit would ask for the patient circuit to be removed and never go into standby mode with everything removed from the device. The remote service engineer (rse) advised the customer that a flow sensor assembly replacement was required. The rse provided the customer with the part number of the flow sensor assembly to order and replace. Investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.